Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a hip revision procedure approximately 20 years post-implantation. Following the initial surgery, plaintiff began experiencing severe pain, swelling, and limited mobility. Over time, his condition worsened, and he was diagnosed with heavy metal exposure caused by the release of harmful cobalt and chromium ions from the metal on metal components of the biomet implant. Medical testing revealed that plaintiff had elevated levels of cobalt and chromium in his bloodstream, indicative of systemic heavy metal poisoning, a well-documented consequence of the breakdown of the metal components in the implant. Due to the severe damage caused by the defective hip implant, including bone destruction and tissue necrosis, plaintiff sought a revision surgery. However, the revision surgery was unsuccessful because the surrounding bone was too damaged to fully remove the defective implant. During the revision surgery, cadaver bone was used to reconstruct and stabilize the area around the implant, as the bone loss from the heavy metal exposure made the hip joint too compromised for a complete removal and replacement of the device. Despite the revision surgery, plaintiff continues to suffer from significant pain, impaired mobility, and ongoing medical issues due to the defective implant and the complications arising from the failed revision surgery. The metal on metal design used in the implant system caused excessive wear, leading to the release of metal particles (cobalt and chromium) into plaintiffs body, causing heavy metal exposure and osteolysis (bone destruction). Plaintiff's injuries including: bone destruction, tissue necrosis, severe pain, and disability, as well as the failure of the revision surgery and the need for cadaver bone grafting. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.